Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was ready for larger cylinders, therefore, an inflatable penile prosthesis (ipp) replacement surgery was performed. There were no patient complications.